Event description:
The customer received questionable cardiac c-reactive protein (latex) high sensitive (crp) results for four patient samples from two cobas c501 analyzers and a questionable creatinine result for one patient sample from one of the analyzers. Of the data provided for three patient samples potentially tested on this cobas c501, only the results for two patient samples were discrepant and reported outside the laboratory. Patient 1 was born in 1992. The sample was either tested on this cobas c501 analyzer or cobas c501 analyzer serial number (B)(4). The first result was below 1 mg/l. The operator then detected a film in the sample tube. The sample was repeated and the result was 30 mg/l. This sample had been centrifuged by the modular preanalytic analyzer which also removed the cap from the tube. Patient 2 was a male patient born in 1988. The initial crp result on (B)(6) 2014 was 3.89 mg/l. The initial creatinine result was 0.0 umol/l. The creatinine was automatically repeated with an increased sample volume and the result was 390 umol/l. The repeat crp result was 200 mg/l. The initial results had been reported outside the laboratory and the results were corrected. The results did not affect the diagnosis or treatment of the patients since the clinicians have questioned the results. The reagent lot numbers and expiration dates were requested, but were not provided. The customer was advised the change the sample probe.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided analyzer alarm list found several abnormal probe sucking and abnormal sample probe movement alarms indicating a possible preanalytical issue. The film layer observed by the customer could be related to gel globules or oil droplets and could be potential root cause of low results.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for the cobas c501 analyzer serial number (B)(4).